Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic surgery, when on lungs, the three green reloads broke off. The surgeon picked up the green reloads to complete the case. There was no patient injury.